Event description:
Per the clinic, the patient experienced intermittencies with device use however the issue could not be resolved. The device was explanted on (B)(6), 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4): device not returned to manufacturer.